Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the infusion set keeps coming out. The blood glucose reading is 192 mg/dl. The blood glucose reading at the time of the event was 396 mg/dl. Customer stated the cannulas are getting pushed out of the body. Customer was nauseated and exhausted. Nothing further reported.